Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2023; explant date: (B)(6) 2024; UDI: (B)(4); ubd: 2024-03-02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. The patient stated the first doctor said that the catheter was in the correct place and it wasn't for 9 months. The patient stated that they suffered for 9 months and had to have another surgery were everything was taken out and put back in by another doctor. The patient then stated that they were not getting pain relief and the doctor was hassling them about taking oral medication when the catheter was not in the right place, it was dangling away from the spine and popped out and they had to have back surgery.